Manufacturer narrative:
(B)(4). Approximate age of device ¿ 70 days. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient's pump was exchanged due to pump thrombosis. No further information was provided.

Manufacturer narrative:
The pump was returned to the manufacturer for evaluation. Examination of the pump blood-contacting surfaces found a denatured, tissue-like thrombus in one of the rotor vanes. The tissue did not show laminated layering, indicating the thrombus did not form on the rotor. Examination of the outlet stator found a red, tissue-like thrombus between the outlet bearing and one of the stator blades. The color and texture of the tissue appeared similar to the rotor thrombus. The deposition may have initially been part of the rotor thrombus. The observed thrombi would have contributed to the reported increase in ldh. The evaluation could not conclusively determine the origins of the thrombi. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. The instructions for use lists thrombus as a potential adverse event that may be associated with use of the left ventricular assist system. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that preoperatively, the patient's inr was 2.5, thromboelastography (teg) r-time was 36.8 minutes, and ma was 24.1 mm, lactate dehydrogenase (ldh) level was elevated at 2970 u/l and the brain natriuretic peptide (bnp) was 9425 pg/ml. After the patient had been hospitalized for 48 hours the teg profiles were reportedly looking better and were within goal range; however, the ldh continued to be markedly elevated. The patient's coumadin was stopped and a heparin infusion was increased as the coumadin wore off. The patient's pump was subsequently exchanged on (B)(6) 2015.